Manufacturer narrative:
Block b3: exact date unknown, event occurred about a year and a half ago.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to unknown reason. The explanted device was discarded. No further information could be obtained despite good faith efforts.